Event description:
Loss of capture on the atrial lead occurred a few hours after implantation. The lead was explanted. A visual inspection of the lead shows a lesion on the lead body. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation and conductor coil were found squeezed 22 cm distal to the is-1 connector pin. These deformations probably occurred when tightening the suture sleeve to the lead body during the implantation procedure. The above-mentioned deformations had no impact on electrical performance of the lead. A thorough analysis did not show any deviations which might have led to the observed loss of capture. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.